Event description:
It was reported that the device would not make ice. The compressor would not come on. No patient involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the customer repaired their device. No info is available as to what was repaired or parts consumed. A supplemental medwatch will be submitted as soon as add'l info becomes available.